Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a catheter replacement occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified damage to the transition tube of the catheter body. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
Other relevant components include: product ID 8781 serial# (B)(4) implanted: (B)(6) 2015 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 5.0 mg/ml, 40.0 mg/ml and doses of 0.7693 mg/day, 6.155 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported surgical observation was done on (B)(6) 2017 and it revealed the catheter migrated from c3 to c5. The device diagnosis was noted as catheter dislodgement. It was indicated the event was related to the device or therapy. There was no associated symptoms reported or interventions performed. No actions were taken and the issue was unresolved with no further action planned.